Event description:
The technician reported that he found the bed in the basement repair area with a note that read the nurse call light is not functioning. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the communication cable was pulled from the bed which broke the communication jumper cable. The most likely cause is the communication cable not being properly disconnected or stored before transport.